Event description:
Medtronic received information that three days following the implant of this transcatheter bioprosthetic valve an electrocardiogram (ECG) identified complete heart block (chb). Temporary pacing was initiated. Ultimately, a permanent pacemaker was implanted due to the chb. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that following the valve deployment complete heart block was identified. This transitioned to a 2:1 atrioventricular block with a narrow qrs complex. A temporary pacemaker and rhythm recorder were placed. Following the valve implant, an electrocardiogram (ECG) identified a ventricular paced rhythm and minutes later sinus rhythm with a prolonged pr interval and right bundle branch block (rbbb). Sinus rhythm was noted the following day. Two days following the valve implant sinus rhythm with borderline first degree atrioventricular block was identified. Lightheadedness was reported. The rhythm recorder identified episodes of heart block, complete heart block, ventricular standstill, and bradycardia prior to the permanent pacemaker implanted. No additional adverse patient effects were reported. Additional data: b2, h6 annex e and annex f updated data: a1 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that two days following the valve implant an ECG also identified first degree at rio-ventricular block. Treatment was not reported. The ECG performed three days following the valve implant showed supraventricular bigeminy, prolonged pr interval and right bundle branch block (rbbb). No additional adverse patient effects were reported. Updated data: a4, a6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve an echocardiogram identified mild paravalvular leak (pvl). No treatment was reported for the pvl. Three days following the valve implant an electrocardiogram (ECG) identified complete heart block (chb). Temporary pacing was initiated. Ultimately, a permanent pacemaker was implanted due to the chb. No additional adverse patient effects were reported. Additional information was received which indicated that two days following the valve implant an ECG also identified first degree at rio-ventricular block. Treatment was not reported. The ECG performed three days following the valve implant showed supraventricular bigeminy, prolonged pr interval and right bundle branch block (rbbb). No additional adverse patient effects were reported. Additional information was received that following the valve deployment complete heart block was identified. This transitioned to a 2:1 atrioventricular block with a narrow qrs complex. A temporary pacemaker and rhythm recorder were placed. Following the valve implant, an electrocardiogram (ECG) identified a ventricular paced rhythm and minutes later sinus rhythm with a prolonged pr interval and right bundle branch block (rbbb). Sinus rhythm was noted the following day. Two days following the valve implant sinus rhythm with borderline first degree atrioventricular block was identified. Lightheadedness was reported. The rhythm recorder identified episodes of heart block, complete heart block, ventricular standstill, and bradycardia prior to the permanent pacemaker implanted. No additional adverse patient effects were reported. Additional information received indicated that approximately 3 years following the valve implant, a transthoracic echocardiogram (tte) identified moderate paravalvular leak (pvl) of the transcatheter aortic valve. Approximately 2 months later, a transesophageal echocardiogram (tee) confirmed moderate pvl. The patient was to be scheduled for a catheter based pvl closure.

Manufacturer narrative:
Updated/corrected data: a4, b5, d4, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 4 months following the moderate paravalvular leak (pvl) identification, the patient was re-hospitalized as result of a balloon dilatation of the transcatheter aortic valve to address and close the pvl. The patient was discharged the following day. The pvl event was reported as resolving.